Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for investigation. The investigation was unable to replicate the fault under normal use conditions. The device performed to specifications in all aspects. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed ltd that a system fault (sf101) was observed on an astral device indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The reported system fault 101 could not be reproduced during the evaluation. Further investigation determined that the system fault 101 was most likely triggered due to the user incorrectly installing the expiratory adapter, causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Based on all available evidence, it appears the user disconnected the circuit during this situation, causing the system fault 101 to generate. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)